Manufacturer narrative:
Device eval of monitor has been completed. The reported problem was confirmed. The cause of the reported problem was a defective programmable logic device (u31) on the computer/analog pca within the monitor. U31 is used to communicate between the monitor and the battery. The root cause of the u31 failure cannot be positively identified but was likely a random component failure. This is an unusual event. No adverse event resulted from the u31 failure. The pt rec'd a replacement monitor.

Event description:
The nurse of a male pt contacted lifecor customer support to report that the sys would not turn on. She stated that neither battery pack would turn on the unit, but both gave indication they were charging when they were on the battery charger. Support sent the pt a replacement monitor.